Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm), with a highest cgm reading of 297 mg/dl occurring after breakfast when a meal announcement was missed. Symptoms included elevated blood glucose without reported systemic complications. Outcomes included successful glucose reduction through correction dosing, with blood glucose trending down to 198 mg/dl by the end of the call and no alerts, alarms, or hospitalization. Investigation included review of user report and device logs, which showed no meal announcement corresponding to the meal. Investigation of this case revealed that the ilet and infusion set were functioning, and the hyperglycemia resulted from user error due to a missed meal announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement omission.

Manufacturer narrative:
Initial.